Manufacturer narrative:
Concomitant medical products: 3031a neuro programmer implanted: (B)(6) 2005; 3023 urinary ipg implanted: (B)(6) 2005; 3095-10 neuro extension implanted: (B)(6) 2005; 3093-28 urinary lead implanted: (B)(6) 2005; addrl1 ipg implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent non-capture in addition to a lead warning for rising / high impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.